Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, successfully reset the pump, and the cgm error code did not appear again, allowing the sensor session to be started successfully.